Event description:
Customer reported to the hosp bio-med that the ventilator went vent inop while in use and alarmed. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The bio-med inspected the device and could not duplicate the reported vent inop. The customer requested a respironics service technician inspect the device.